Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water- tightness of cable unit, water tightness is lost, disconnection in cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely that the customer's report of 'no image' was due to disconnection in cable unit, the endoscopic image cannot be displayed. A root cause could not be identified. Based on the results of the investigation, the malfunction identified during the device evaluation 'water tightness is lost' was due to poor water- tightness of cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.